Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and device dislocation ("migration of implant") in a female patient who had essure inserted for female sterilization. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criterion medically significant). The patient was treated with surgery (essure implant removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and device dislocation outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device expulsion ("migration of essure device location of device: uterus/migration of implant/right essure coil appears to extend into endometrium cavity"), genital haemorrhage ("abnormal bleeding") and pelvic pain ("pain") in an adult female patient who had essure (batch no. B59457) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sacroiliitis, loop electrosurgical excision procedure, influenza and arthralgia. Concurrent conditions included uterine bleeding. On (B)(6)2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), hot flush ("hormonal changes describe: hot flashes"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic adhesions ("surgery (other) type of surgery: lysis of adhesions"), dyspareunia ("dyspareunia/ painful sexual intercourse"), fatigue ("fatigue,"), back pain ("lower back pain"), abdominal pain ("abdominal pain"), paraesthesia ("tingle leg"), pain in extremity ("leg pain"), discomfort ("discomfort"), vaginal haemorrhage ("vaginal haemorrhage") and menorrhagia ("menorrhagia") and was found to have cystoscopy ("cystoscopy"). The patient was treated with surgery (essure implant removal and hysterectomy (full),salpingectomy bilateral). Essure was removed on (B)(6)2018. At the time of the report, the uterine perforation, device expulsion, mood swings, hot flush, pelvic adhesions, dyspareunia, fatigue, back pain, paraesthesia and cystoscopy outcome was unknown and the genital haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain, pain in extremity, discomfort, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, back pain, cystoscopy, device expulsion, discomfort, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hot flush, menorrhagia, mood swings, pain in extremity, paraesthesia, pelvic adhesions, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: left tube done 1¿st with 7 trailing coils right tube done 2nd with 9 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): endoscopy - on an unknown date: us showed essure coil poking into endometrial cavity further than expected. Hysterosalpingogram - on (B)(6)2015: total bilateral occlusion. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as uterine perforation . Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs+mr received: event hormonal changes describe: hot flashes, mood swings,hysterectomy (full), abnormal bleeding (vaginal, menorrhagia),dysmenorrhea (cramping), surgery (other) type of surgery: lysis of adhesions, cystoscopy, dyspareunia (painful sexual intercourse), pain, fatigue, perforation (uterus). Event migration of device pt updated to partial expulsion of device. Lot number medical history added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/migration of essure device location of device: uterus/migration of implant/right essure coil appears to extend into endometrium cavity'), genital haemorrhage ('abnormal bleeding') and pelvic pain ('pain') in a 33-year-old female patient who had essure (batch no. B59457) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sacroiliitis, loop electrosurgical excision procedure, influenza and arthralgia. Concurrent conditions included uterine bleeding. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced fatigue ("fatigue") and irritability ("irritability"). On (B)(6) 2018, the patient was found to have cystoscopy ("cystoscopy"), 2 years 9 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), hot flush ("hormonal changes describe: hot flashes"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic adhesions ("surgery (other) type of surgery: lysis of adhesions"), dyspareunia ("dyspareunia/ painful sexual intercourse"), back pain ("lower back pain"), abdominal pain ("abdominal pain"), paraesthesia ("tingle leg"), pain in extremity ("leg pain"), discomfort ("discomfort"), vaginal haemorrhage ("vaginal haemorrhage"), menorrhagia ("menorrhagia") and abdominal pain lower ("cramping"). The patient was treated with surgery (essure implant removal, hysterectomy (full),salpingectomy bilateral/lysis of adhesion and lysis of adhesions). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, mood swings, hot flush, pelvic adhesions, dyspareunia, fatigue, back pain, paraesthesia, cystoscopy and irritability outcome was unknown and the genital haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain, pain in extremity, discomfort, vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, cystoscopy, discomfort, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hot flush, irritability, menorrhagia, mood swings, pain in extremity, paraesthesia, pelvic adhesions, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: left tube done 1¿st with 7 trailing coils right tube done 2nd with 9 trailing coils diagnostic results (normal ranges are provided in parenthesis if available): endoscopy - on an unknown date: us showed essure coil poking into endometrial cavity further than expected. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as uterine perforation . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-may-2019: pfs received. Concomitant drug were added. Onset date of event were added. Event : irritability and cramping were added. Event migration of essure device location of device: uterus/migration of implant/right essure coil appears to extend into endometrium cavity clubbed with uterine perforation. Incident: we received a lot number sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device expulsion ("migration of essure device location of device: uterus/migration of implant/right essure coil appears to extend into endometrium cavity"), genital haemorrhage ("abnormal bleeding") and pelvic pain ("pain") in an adult female patient who had essure (batch no. B59457) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sacroiliitis, loop electrosurgical excision procedure, influenza and arthralgia. Concurrent conditions included uterine bleeding. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), hot flush ("hormonal changes describe: hot flashes"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic adhesions ("surgery (other) type of surgery: lysis of adhesions"), dyspareunia ("dyspareunia/ painful sexual intercourse"), fatigue ("fatigue,"), back pain ("lower back pain"), abdominal pain ("abdominal pain"), paraesthesia ("tingle leg"), pain in extremity ("leg pain"), discomfort ("discomfort"), vaginal haemorrhage ("vaginal haemorrhage") and menorrhagia ("menorrhagia") and was found to have cystoscopy ("cystoscopy"). The patient was treated with surgery (essure implant removal and hysterectomy (full),salpingectomy bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device expulsion, mood swings, hot flush, pelvic adhesions, dyspareunia, fatigue, back pain, paraesthesia and cystoscopy outcome was unknown and the genital haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain, pain in extremity, discomfort, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, back pain, cystoscopy, device expulsion, discomfort, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hot flush, menorrhagia, mood swings, pain in extremity, paraesthesia, pelvic adhesions, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: left tube done 1¿st with 7 trailing coils right tube done 2nd with 9 trailing coils diagnostic results (normal ranges are provided in parenthesis if available): endoscopy - on an unknown date: us showed essure coil poking into endometrial cavity further than expected. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as uterine perforation quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc(product technical complaint). Incident we received a lot number sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.